Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. No blank display noted during testing. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed critical pump error. The patient¿s blood glucose level was 358 mg/dl at the time of the incident. The customer's parent received low battery alarm alert prior to replace battery alert for replace battery now. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was returned for analysis.